Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(6). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: united kingdom.

Event description:
It was reported that during preventative maintenance the device has a damaged comb, worn gear, damaged bottom roll and damaged ratchet gear. There was no patient involvement. Due diligence is complete and there is no additional information available.